Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received at allergan inc. (B) (4). The following info was provided: (B) (6). Explant physician: dr. (B) (6). Alleged event: health professional reports a left side deflation of a non-allergan device. Implant date: (B) (6) 1997. (B) (6).